Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the frosted suction cage in the handle was traced to a component failure. For the air/water piston cage in the handle, which was frosted with white foreign material, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the air/water piston cage in the handle was frosted with white foreign material, and the suction cage in the handle was also frosted. The cause could not be established for that and there was no patient involvement.